Event description:
It was reported that pump screen went dark and would not turn on without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer plugged pump into known working power source and, after pump display turned on and device was reset, pump functioned normally and was not replaced, and no additional fault information was obtained.